Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump made clicking sound during bolus. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump reject the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and minor scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.